Manufacturer narrative:
(B)(4). Implant date: - initial surgery was done in 2001. Concomitant medical products: - unknown segmental femur. Unknown segmental tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07773 and 0001822565-2017-07774. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted in patient body. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further assessment it was decided that this event is not a complaint. The sales rep stated that no surgery was performed and that the surgeon just wanted to know the identification of the implant. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.